Event description:
It was reported via medwatch report that the head of the bed would not go up and down or elevate with any of the control buttons on foot board or siderail. Allegedly patient in bed having respiratory problems was taken out of bed and put into a cardiac chair to ease work of breathing. There was patient involvement; however, no clinically relevant delay in treatment was reported.

Manufacturer narrative:
Customer performed evaluation stating the fowler would not raise or lower from either siderail or footboard resulting in fowler being stuck in the down position. Customer repaired unit and returned to service. Customer performed evaluation.

Event description:
It was reported via medwatch report that the head of the bed would not go up and down or elevate with any of the control buttons on foot board or siderail. Allegedly patient in bed having respiratory problems was taken out of bed and put into a cardiac chair to ease work of breathing. There was patient involvement; however, no clinically relevant delay in treatment was reported.